Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 18 events were reported for this quarter. Product return status 18 devices were evaluated based on historical data analysis. Additional information 18 devices were not labeled for single-use. 18 devices were reprocessed or reused.

Manufacturer narrative:
Additional information: 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.